Event description:
Pt reported that the back to back test readings on the ss meter were 10.1 and 14.7 mmol/l (37% difference). Tests were done with the same finger stick. No symptoms were reported. The meter was reset to display results in mg/dl. Pt is newly diagnosed and has been using the meter for 1 week. Lfs representative reviewed qc procedures and discussed (correct) procedure for performing back to back tests. There was no allegation of harm.